Manufacturer narrative:
Device not available for return to medtronic. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient had a concomitant surgical procedure of mitral valve repair, tricuspid value repair and CABG through sternotomy. During the same procedure (B)(6) 2019) a cryoflex probe powered by a cryoconsole, a cardioblate lp clamp and a cardioblate maps powered by a cardioblate generator were used. The left atrial appendage was oversewn. Left pulmonary vein (pv) and right pulmonary vein (pv) conduction block was successfully achieved. On the same day as the procedure (B)(6) 2019) the patient experienced complete atrioventricular block which was treated with epicardial av pacing. The adverse event was deemed by the site as possibly related to the cryoflex device and not related to the cryoconsole, cardioblate lp clamp, cardioblate maps powered by a cardioblate generator and possibly related to the concomitant and study procedure.

Manufacturer narrative:
Additional information: a. Patient information. Weight in kgs. E. Initial reporter 3.occupation and 4.1 email: these fields were updated. 2.6 patient codes (ime/annex e) and 2.6.1 device codes (fdd/annex a): these fields were updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.